Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B25623-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/tired") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), fatigue ("fatigue/tired") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, fatigue, abdominal pain were added. New reporter, patient information, lab data, historical condition, treatment and historical medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic area"), device expulsion ("migration of essure device: uterine cavity/failure to occlude (close) fallopian tube (s)") and procedural haemorrhage ("surgery- type of surgery prospective vaginal bleeding, brisk 3 weeks out from tlh/post-op vaginal bleeding") in a 34-year-old female patient who had essure (batch no. B25623-invalid, 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, pap smear abnormal, disease gallbladder, morbid obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. Concomitant products included cyanocobalamin since 2011, iron and lorazepam since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal haematoma ("postoperative vaginal bleeding - small hematoma just above the vaginal cuff"), 5 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced haemorrhoids ("single column internal/extrnal haemorrhoid with prolapse grade 4"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea felt sick to my stomach"), fatigue ("fatigue/tired"), abdominal pain ("abdomen pain"), anxiety ("anxiety"), depression ("depression") and cervicitis ("infection (bladder/urinary tract, vaginal) type- chronic cervicitis"). The patient was treated with paracetamol (tylenol 8 hour), re-suturing of vaginal cuff, lysis of adhesions. And surgery (hysterectomy with bilateral salpingectomy, tlh and hysterectomy with bilateral salpingectomy,tubal ligation on (B)(6) 2008). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, procedural haemorrhage, migraine, headache, nausea, fatigue, abdominal pain, dysmenorrhoea, anxiety, depression, haemorrhoids, vaginal haematoma and cervicitis outcome was unknown. The reporter considered abdominal pain, anxiety, cervicitis, depression, device expulsion, dysmenorrhoea, fatigue, haemorrhoids, headache, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received doe insertion of essure device, earlier it was (B)(6) 2008 as per current pfs it is (B)(6) 2008. Earlier removal dates it was (B)(6) 2014 as per current pfs,(B)(6) 2008,(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: unilateral occlusion (right tube occluded).. Pregnancy test urine - on (B)(6) 2014: results: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B25623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. On(B)(6) 2008, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), fatigue ("fatigue/tired") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in april 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded) pregnancy test urine - on(B)(6) 2014: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: product lot number, concomitant diseases added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic area") and procedural haemorrhage ("surgery- type of surgery prospective vaginal bleeding, brisk 3 weeks out from tlh/post-op vaginal bleeding") in a 34-year-old female patient who had essure (batch no. B25623-invalid, 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "migration of essure device: uterine cavity/failure to occlude (close) fallopian tube (s)" (seriousness criteria medically significant and intervention required). The patient's medical history included hypertension, pap smear abnormal, disease gallbladder, morbid obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. Concomitant products included cyanocobalamin since 2011, iron and lorazepam since (B)(6)2010. On (B)(6)2008, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced vaginal haematoma ("postoperative vaginal bleeding - small hematoma just above the vaginal cuff"), 5 years 9 months after insertion of essure. On (B)(6)2016, the patient experienced haemorrhoids ("single column internal/external haemorrhoid with prolapse grade 4"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea felt sick to my stomach"), fatigue ("fatigue/tired"), abdominal pain ("abdomen pain"), anxiety ("anxiety"), depression ("depression"), cervicitis ("infection (bladder/urinary tract, vaginal) type- chronic cervicitis") and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol 8 hour), re-suturing of vaginal cuff ,lysis of adhesions. And surgery (hysterectomy with bilateral salpingectomy, tlh and hysterectomy with bilateral salpingectomy,tubal ligation on (B)(6)2008). Essure was removed in (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, headache, nausea, fatigue, abdominal pain, dysmenorrhoea, anxiety, depression, haemorrhoids, vaginal haematoma, cervicitis and procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, cervicitis, depression, dysmenorrhoea, fatigue, haemorrhoids, headache, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received doe insertion of essure device, earlier it was (B)(6)2008 as per current pfs it is (B)(6)2008. Removal dates earlier it was (B)(6)2014 as per current pfs,(B)(6)2008,(B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6)2014: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. New lot number was added. New reporter information was added. New events added: migration of essure device: uterine cavity/failure to occlude (close) fallopian tube (s), dysmenorrhea (cramping), anxiety, depression, single column internal/external hemorrhoid with prolapse grade 4, postoperative vaginal bleeding- small hematoma just above the vaginal cuff, chronic cervicitis, surgery- type of surgery prospective vaginal bleeding, brisk 3 weeks out from tlh. Concomitant conditions and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic area'), fallopian tube perforation ('perforation'), device expulsion ('migration of essure device: uterine cavity/failure to occlude (close) fallopian tube (s)/migration') and procedural haemorrhage ('surgery- type of surgery prospective vaginal bleeding, brisk 3 weeks out from tlh/post-op vaginal bleeding') in a 34-year-old female patient who had essure (batch no. B25623-invalid, 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, pap smear abnormal, disease gallbladder, morbid obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. Concomitant products included cyanocobalamin since 2011, iron and lorazepam since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal haematoma ("postoperative vaginal bleeding - small hematoma just above the vaginal cuff"), 5 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced haemorrhoids ("single column internal/extrnal haemorrhoid with prolapse grade 4"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea felt sick to my stomach"), fatigue ("fatigue/tired"), abdominal pain ("abdomen pain"), anxiety ("anxiety"), depression ("depression") and cervicitis ("infection (bladder/urinary tract, vaginal) type- chronic cervicitis"). The patient was treated with paracetamol (tylenol 8 hour), re-suturing of vaginal cuff ,lysis of adhesions. And surgery (hysterectomy with bilateral salpingectomy, tlh and hysterectomy with bilateral salpingectomy,tubal ligation on (B)(6) 2008). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the fallopian tube perforation, device expulsion, procedural haemorrhage, migraine, headache, nausea, fatigue, abdominal pain, dysmenorrhoea, anxiety, depression, haemorrhoids, vaginal haematoma and cervicitis outcome was unknown. The reporter considered abdominal pain, anxiety, cervicitis, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, haemorrhoids, headache, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received doe insertion of essure device, earlier it was (B)(6) 2008 as per current pfs it is (B)(6) 2008. Earlier removal dates it was (B)(6) 2014 as per current pfs, (B)(6) 2008,(B)(6) 2014, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: unilateral occlusion (right tube occluded).. Pregnancy test urine - on (B)(6) 2014: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added perforation, device migration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic area'), fallopian tube perforation ('perforation'), device expulsion ('migration of essure device: uterine cavity/failure to occlude (close) fallopian tube (s)/migration') and procedural haemorrhage ('surgery- type of surgery prospective vaginal bleeding, brisk 3 weeks out from tlh/post-op vaginal bleeding') in a 34-year-old female patient who had essure (batch no. B25623-not valid, 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, pap smear abnormal, disease gallbladder, morbid obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included tubal ligation, anxiety, depression, ovarian cyst and endometrial biopsy. Concomitant products included cyanocobalamin since 2011, iron and lorazepam since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vaginal haematoma ("postoperative vaginal bleeding - small hematoma just above the vaginal cuff"), 5 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced haemorrhoids ("single column internal/external haemorrhoid with prolapse grade 4"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea felt sick to my stomach"), fatigue ("fatigue/tired"), abdominal pain ("abdomen pain"), anxiety ("anxiety"), depression ("depression") and cervicitis ("infection (bladder/urinary tract, vaginal) type- chronic cervicitis"). The patient was treated with paracetamol (tylenol 8 hour), re-suturing of vaginal cuff ,lysis of adhesions. And surgery (hysterectomy with bilateral salpingectomy, tlh and hysterectomy with bilateral salpingectomy,tubal ligation on (B)(6) 2008). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the fallopian tube perforation, device expulsion, procedural haemorrhage, migraine, headache, nausea, fatigue, abdominal pain, dysmenorrhoea, anxiety, depression, haemorrhoids, vaginal haematoma and cervicitis outcome was unknown. The reporter considered abdominal pain, anxiety, cervicitis, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, haemorrhoids, headache, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received doe insertion of essure device, earlier it was(B)(6) 2008 as per current pfs it is (B)(6) 2008. Earlier removal dates it was (B)(6) 2014 as per current pfs, (B)(6) 2008, (B)(6) 2014, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: unilateral occlusion (right tube occluded).. Pregnancy test urine - on (B)(6) 2014: results: negative. Lot number (b25623) not valid. Lot number:626623, manufacturing date:2008-02, expiration date:2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.